Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Consumer has a home elevator. Consumer was on the 2nd floor and went to use the elevator in his chair without realizing the platform was on the 1st floor. Consumer was not wearing his seatbelt when he allegedly fell down the elevator shaft in his chair and was allegedly thrown from the chair.

Event description:
Consumer has a home elevator. Consumer was on the 2nd floor and went to use the elevator in his chair without realizing the platform was on the 1st floor. Consumer was not wearing his seatbelt when he allegedly fell down the elevator shaft in his chair and was allegedly thrown from the chair.

Manufacturer narrative:
The product did not cause or contribute to the event. The consumer requested a minor seat adjustment and the service technician adjusted the seat.